Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2011 and obtained the following information: the patient tests between three to four times a day and manages his diabetes with 30 units of humalog (based on his food intake) and 60 units of levemir. The patient alleged that the issue began on (B)(6) 2011 (time not known). Following the alleged power issue, the patient indicated he continued with his usual diabetes regimen and denied testing his blood glucose with any another device. On (B)(6) 2011 (at 2pm), the patient confirmed he was "incoherent and passed out." According to the patient, he "passed out for only a few minutes" and his wife found him semi-conscious on the floor. The patient clarified his wife administered treatment by giving him soda and then brought him to his chair. After regaining complete consciousness several minutes later, the patient clarified he obtained a blood glucose reading of "60mg/dl" with his wife's onetouch ultramini meter. During troubleshooting, the csr noted that the subject meter turned on with the power button and when inserting a test strip. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported power issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
((B)(4) 2011) - the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.